Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was not yet receiving therapy in an implantable pump. During a new pump implant at final check, the hcp could not get good cerebrospinal fluid (csf) flow. Flow was established in the spinal segment prior to connecting. The original connection was removed and replaced with a new collet and pump segment. This action did also not result in good flow, except for a "tiny bit back." The hcp also tried a different syringe and aspirating directly from the pump catheter segment. It was recommended to re-position the patient . The hcp was going to keep trying to get csf. There were no reported symptoms. Additional information was requested from the manufacturer representative regarding if the cause of the lack of good flow was determined, what actions/interventions were required, and if the issue resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the manufacturer representative indicated the pump segment was exchanged and csf flow was achieved. No further information was provided.